Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a vibration anomaly. It was reported that there was an absence of vibrate. It was reported that the there was no vibration during s-test. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed all functional testing. The insulin pump was received with no vibrator alert due to broken black wire on vibrator motor. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.